Manufacturer narrative:
Insulin pump was alarmed motor error during basic occlusion test due to protruded/loose drive support disk. Unable to verify a33 alarm or perform rewind test, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test due to motor error alarm. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer called to report that the drive support cap is loose and is sticking out of the insulin pump. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 348 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.